Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow blocked alarm due to occlusion events on (B)(6) 2026. Due to occlusion issue, patient experienced elevated blood glucose level and was treated with correction bolus via pump. The blockage was at the site. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.